Event description:
The doctor reported the implant was removed due to loss of osseointegration around one year and one month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Abnormal sensation around the placement was observed during the implant removal surgery. The patient has since recovered.